Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the left lead was implanted a little off and they still had a lot of tremor on the right side of their body. The patient's neurologist stated they could not have the device adjusted to take care of their right side tremor. An MRI was done in (B)(6) 2013 and the MRI showed the left lead was off and it was not placed in the exact place as the initial implant. A revision was done in (B)(6) 2013 to fix this. The tremor was better, but it was not as good as the therapeutic effect after the original implant. The patient also had a lot of scar tissue. In (B)(6) 2013, the surgeon tried to go in and put the lead deeper. From all of the surgeries, the patient had a lot of bumpiness on their skull. The patient's indication for use is essential tremor and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).